Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of 'when not on a/c power device turns on and off repeatedly'. Additionally the evaluator did not indicate if the customer battery was returned with the device to assist with the assessment of pump operation. A review of the event history log found no issues that indicate intermittent power to the device. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on and off repeatedly when not on alternating current power. The problem happened upon power up. There was no patient involvement. No additional information is available.